Event description:
The user received higher questionable results for free prostate specific antigen (fpsa) than total prostate specific antigen (tpsa) on the additional e module for one patient sample. The initial fpsa result was 4.50 ng/ml. The initial tpsa result was 4.43 ng/ml. This initial tpsa result was accompanied by a data flag. The sample was repeated which yielded a fpsa result of 4.42 ng/ml and tpsa of 4.33 ng/ml. This repeat tpsa result was accompanied by data flags. The sample was repeated a second time on (B)(6) 2010 which resulted a fpsa result of 4.36 ng/ml and a tpsa result of 4.24 ng/ml. This repeat tpsa result was accompanied by a data flag. The patient was not affected as the results were not reported outside the laboratory. The reagent lot number for fpsa was 15506604. The reagent lot number for tpsa was 15719901. The user declined a field service dispatch for this issue. The user said the issue was isolated to this one patient sample.

Manufacturer narrative:
A clear root cause for the questionable psa ratio could not be identified as the sample was not available for investigation. Analysis of calibration, control and instrument data did not indicate in issue. The patient results are considered to be reliable as they are reproducible. The patient was not affected by the event.